Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cs100 intra-aortic balloon pump (iabp) unit had blood entering the machine there were no casualties.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was blood found in the tubing, purge valve assembly, and safety disk. The fse replaced parts purge valve assembly,iabp (d104-00-0026) , assy crm english (d997-00-0986-0), assy,safety disk,english (d997-00-0985-01), tubing, clear polyurethane, 0.062" i.d.,(d008-00-0377), tubing, blood detect, iabp (d008-00-0312), hose santoprene 1/16" ID (d004-00-0052), pneu cmpnt m luer 1/16tb white (d103-00-0398-01), and pneu cmpnt coupling str male (d103-00-0382-02). The iabp passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during use , the cs100 intra-aortic balloon pump (iabp) unit had blood entering the machine. There was no patient injury.